Manufacturer narrative:
Pieces of returned suture and suture from a retained lot were tested for elemental analysis for iron, silicon, sulfur chromium, manganese, nickel and molybdenum, normally present in most stainless steel. Sample results were identical and consistent with 316l stainless steel. The product insert, which accompanies each device, clearly states that use of this device is contraindicated in pts with known sensitivities or allergies to stainless steel, or constituent metals such as chromium and nickel.

Event description:
Suture reaction: customer reports that patient developed hives one month following CABG surgery in 1993. The hives, over four years, were reoccurent. The patient was tested for allergies and found to be nickel sensitive. A second surgical procedure was initiated to excise the sternal wire due to suspected nickel sensitivity.